Event description:
It was reported that the device was used during a lobectomy procedure, in which there was leakage from the beginning of the staple line due to missing staples. There was no pt consequence.